Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A broken is found with the following conditions: striated edge assessed as surgical damage and sharp edge assessed as an unidentified (tear) opening and three curved openings. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a broken is found with the following conditions: striated edge on anterior assessed as surgical damage and sharp edge on the posterior assessed as unidentified (tear) opening. -three striated openings in the side anterior assessed as surgical damage. -missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.